Manufacturer narrative:
The insulin pump was received with blank display due to power connector on battery tube not plugged in properly into connector on interface board. Unable to perform functional testings due to blank display. Unit had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. They were unable to resolve the issue. The patient's blood glucose was reported as normal; they did not require medical treatment. The insulin pump will be returned for analysis.